Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 11/18/2024 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number and product code for the device involved in the event was not provided, the UDI is currently not available. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. The following information was requested, but unavailable: - please provide the product code. - please provide lot number. - please confirm the quantity of devices involved in the reported event. - please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). - please confirm if the devices are available for product return. If yes, confirm the quantity of devices available to be returned and perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a abdominoplasty procedure on (B)(6) 2024 and barbed suture was used. The suture does not set up the anchor sufficiently. There were no patient consequences reported. Additional information was requested.